Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder has been found experiencing three occurrences of safety shield failure. The following has been provided by the initial reporter: it was reported that the safety guard fell completely off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H3 other text : see h.10

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective locking mechansim as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder has been found experiencing three occurrences of safety shield failure. The following has been provided by the initial reporter: it was reported that the safety guard fell completely off.